Event description:
I have been a long-time user of the dexcom g6 and tandem x2 slim insulin pump. It's worked very well for me and keeps my blood sugars well under control. I'm submitting this complaint as I've had it with the constant alarms -- many of which do not require any action other than acknowledgement. This is simply annoying and bad programming. As a example, every night, I receive 3 alarms in quick succession, all requiring individual acknowledgement: high bg notice (when my sugar rises over my set high threshold); basal rate notification; notification of automated bolus. The basal rate adjusts itself all the time without notifying me, but in this nightly situation, "it requires a unique notification??" Additionally, if my blood sugar drops to 198 and back to 200, it will alarm all over again even if it's 10 minutes later. This is just bad programming. I often don't read what the alarms are saying because I'm so sick of them. Insulin pump companies should be required to add some common sense to their alarm programming. Additionally, cgm session ends are also really annoying. It alarms way too many times in the few hours leading to the end of the session. I'm aware after the first alarm and even the one within 1 to 30 mins --and it'll unpleasantly beep if it expires without my having changed it when required to - no need for so many alarms leading up to the sensor change. It sincerely makes me angry and I have a hugely negative response to all alarms from my insulin pump. It needs to be changed - for smart pump users' sanity and safety. FDA safety report ID# (B)(4).